Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime/ compromised force sensor test. However, the insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.